Event description:
Patient called to report a product issue involving her inspire sleep apnea device she had implanted in (B)(6) 2023. Patient stated after using the device for 17 months, the remote control went bad. Patient stated with the remote not functioning the device that is implanted inside her also cannot function. Patient stated she is required to pay (B)(6) for a new remote and feels that is egregious to be expected to cover that cost anytime the remote fails to work and that perhaps it should be covered or be included in a warranty with the device.